Event description:
It was reported that the most proximal screw was backed out from the nail. Patient was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental will be issued.